Event description:
It was reported to philips that the device has random therapy failures during the operational check. There was no patient involvement.

Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated, the device. And confirmed, the operational check failure at defibrillation. The device needs a high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that the high voltage capacitor requires replacement. It was replaced. The device passed testing. And was put back into service.